Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the precision strips and precision xtra meter were reviewed and the dhrs showed the precision strips and precision xtra meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter ((B)(6)) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retained strips. Control solution test was performed and results were satisfactory. No malfunction or product deficiency was identified. The reported test strips have not been returned, however an extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 400 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.